Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. During follow up with tandem technical support (B)(6) 2016, the customer stated had been in contact with a representative and their issue was resolved.

Event description:
It was reported that the customer experienced a low blood glucose (bg) (43 mg/dl). The customer was not sure of the cause of the low blood glucose but stated that the pump was not displaying an accurate fill estimate. The customer was assisted in eating sugary foods to treat blood glucose due to the customer was sick and vomiting. Additionally, the customer reported discontinuing the pump because of the low bg and the next day had elevated bgs (400 to 500 mg/dl). The customer indicated that the cause of the high bg may be due to the time of using the alternative insulin and not responding well to bolus shots. During the call with tandem technical support, the customer stated that the bgs were coming down.